Manufacturer narrative:
The harmonic ace instrument has not been returned for failure analysis. A review of the provided image shows a broken curved blade and the broken piece of the blade is not visible.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, an alarm was generated indicating that the tip of the harmonic ace instrument was over-stressed. The customer reinstalled harmonic ace the instrument. During the task of dissecting, a fragment fell from the instrument inside the patient. The assistant removed the fragment with a laparoscopic instrument. No additional procedure was required to remove the instrument, nor was any imaging performed. The procedure was completed robotically. The patient has not returned to the hospital due to any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.655" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.